Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), during the use of the 26mm ultra delivery system and valve, the axela sheath was placed without resistance. During insertion of the valve and delivery system, the valve could not advance through the sheath, at the common iliac. The physician attempted to push forcefully through the sheath. The physician also attempted to pull the sheath over the valve and delivery system while pushing the system through the sheath (push/pull technique). The valve was advanced slightly past the restricted area, but the physician met resistance again in a different part of the anatomy. After forcefully pushing again, the sheath shaft was ¿disconnected¿ from the hub of the sheath when the physician was attempting to push the valve through the sheath causing loss of hemostasis.  All of the devices were removed without surgical cutdown, and set aside for return. An esheath was inserted without issue, and the sapien 3 was implanted with a commander with no issue. The patient left the room with no injury. Upon removal and inspection of damage to sheath after explant, there were multiple "markings" on the sheath where it looked like the valve tried to push through the sheath. One strut was visible through the outer jacket of the axela sheath. Additionally, the hub separated from the sheath body even more. Initial images did not show notable calcification of the vessels, however, after additional review, calcification could be seen. After the case, the physician commented that the vessels were not particularly tortuous, but noted the calcification. The device was retained for return.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The imagery provided by the site shows the sheath damaged at multiple places. In one image, a strut of the valve could be seen protruding through the shaft wall. Additionally the video provided showed the sheath shaft being separated from the sheath housing. The sheath was returned to edwards lifesciences for evaluation with the loader and ultra delivery system inserted through it. Prior to outer jacket removal, visual inspection showed the sheath was fully detached from the housing, inner member appeared stretched/thinned out on the proximal end, the outer jacket on the proximal end was delaminated from the inner member, the proximal end was not evenly smooth, and the comnut was firmly attached to housing. There was damage to the inner member and outer jacket punctures were noted at two locations along the shaft. One kink was noted. Damage began approximately 5cm from the distal end of the laser mark. Outer jacket was punctured approximately 8cm from the distal end of the laser mark (on the fold side). The second puncture was approximately 16cm from the distal end of the laser mark, and a valve strut was visible through the puncture. There was a kink approximately 18cm from the distal end of the laser mark (7cm from the tip). Following outer jacket removal, visual inspection showed wrinkling of the inner member 20-21.5cm from the distal tip in between the inner member fold, and a tear on the fold 2cm in length. There was a puncture observed on the inner member 9.5cm from tip (where valve was protruding) and kink observed distal to puncture. Due to the nature of the complaint, no dimensional inspection was able to be performed. Prior to removing the outer jacket, the delivery system was rotated 180 degrees (to move the valve strut away from the puncture) and was able to be advanced fully through the sheath with no abnormalities. One strut on the valve was bent outwards and another strut was bent 180° and was flat against the skirt. The valve was deployed off of the delivery system. The reported events were confirmed based on visual inspection of the returned device. Investigation of the device and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Training materials indicate that push force through the sheath can vary due to vessel diameter, tortuosity, and degree of calcification. Small vessel diameters can create more restrictive pathways that can lead to resistance during device insertion. Calcification can interact with the sheath and prevent it from fully expanding to allow passage of the delivery system. The presence of tortuosity can create challenging pathways that can increase resistance during device advancement. As mentioned in the description, calcification was present in the patient. The presence of calcification can account for the resistance encountered. As mentioned in the description ¿the physician also attempted to pull the sheath over the valve and delivery system while pushing the system through the sheath (push/pull technique). The valve was advanced slightly past the restricted area, but the physician met resistance again in a different part of the anatomy. After forcefully pushing again, the sheath shaft was ¿disconnected¿ from the hub of the sheath.¿ the damage/tear likely was likely initiated when the resistance was first felt, and then worsened as push force was continued. The valve could not advance and then could be seen through the sheath. Once the valve became stuck at this location, excessive force was likely applied to overcome the resistance. This then led to the shaft separating from the sheath housing. The presence of calcification could have led to a restricted access vessel and the resistance noted. The excessive forced applied to overcome this resistance led to the damages seen in the sheath and the sheath housing being separated. Additionally procedural factors such as improper flushing or crimping can also contribute to resistance with the delivery system and subsequently lead to the additional damages mentioned. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) and/or procedural factors (improper crimping/improper flushing/excessive manipulation) may have contributed to the complaint events. No labeling inadequacies and no manufacturing nonconformances were identified during evaluation. The resistance noted is likely the cause of the sheath puncture and sheath hub separation. A product risk assessment has been initiated to further assess the sheath hub separation. A CAPA is currently investigating the resistance between the ultra delivery system and the axela sheath.